Event description:
It was reported the ez35b was used during an lavh. The ez35 was difficult to reopen after firing. The surgeon was able to reopen by pulling the handle open. Another ez35 was opened to complete the case. No buttressing material was used. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.